Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Manufacturer was able to confirm an e8 in the history of the meter. Manufacturer was unable to trace events leading up to the power down that led to the e8 to determine the cause of the power down because the time and date had not been set correctly so there was not a way to match events to times. Alarm functions were tested and met specifications. Power downs without alerts can be caused by power interruptions such as removing a battery without placing the pump in stop mode or by a sharp blow to the pump such as dropping the pump.

Event description:
Reporter stated the infusion device shut-down and restarted without providing an error message. No adverse event was reported. The alleged product was requested for evaluation.